Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is experiencing ineffective therapy due to high impedances and unable to set ipg to MRI mode. In turn, surgical intervention took place wherein the extension and ipg were explanted and replaced. Effective therapy restored.